Event description:
It was reported that pt had 3-level (l3-s1) plif using hydrosorb device/infuise bone graft/local bone at each level supplemented with posterior fixation. Approx 1 year post op, cts showed fusion at l3-l4 but collapse and stenosis at l4-l5. Fragments of hydrosorb were expelled from the intradiscal space. Heterotopic bone was observed in conjunction with the fragments. Pseudoarthrosis was detected at l4-l5 and l5-s1. Pt symptoms include cauda equina syndrome. Localized resorption also observed in l5 and l4 vertebral bodies. Approx 15 months post op, revision plf was performed at l4-l5 where iliac crest bone graft and the fragments of hydrosorb were removed. Current status is "legs are fine and pt is neurologically okay" per the physician. It is unk if the infuse bone graft or hydrosorb contributed to the reported event, but co is filing this MDR out of an abundance of caution.